Event description:
It was reported that the device appears to charge correctly, but will only shock to approximately 30 joules. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The field service representative replaced the energy storage capacitor, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.